Event description:
One touch basic enhanced meter was reading inaccurately erratic. Patient obtained a 45 mg/dl and 216 mg/dl within 11 to 20 minutes and decided to have food and or a beverage. Patient described feeling sweaty during the time of concern. A medical professional was called for advice and patient was advised to take food. No other treatment was sought. Patient also reported obtaining a 217 mg/dl at 8:45 am in 2003. Date of the previous readings was not provided. There is no evidence that the patient suffered a serious injury, since they obtained a 45 mg/dl while experiencing "sweating" and took proper measures to elevate blood glucose level. The customer service representative walked patient through a successful check strip test. Based on statisical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient meter, test strips and control solution were replaced.